Event description:
Physician confirmed, previously reported events. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening,, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient reported right side "rupture and grade 3 capsular contracture." Ultrasound confirmed rupture. Device remains implanted.

Manufacturer narrative:
Continued implant date: (B)(6) 2009, a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: implants are ruptured and grade 3 capsular contracture.